Event description:
The event occurred before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. The device was returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to cable failure (internal disconnection etc.) Because there is cable burnt. This was likely caused due to wrong user handling/ user mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos camera head had a bad image. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: video cable burnt, objective lens scratched and coupler corroded. The malfunction reported was not confirmed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.